Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty could not be confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal femoral artery with mild tortuosity and moderate calcification. Pre-dilatation was performed with a 6.0 mm balloon at 8 atmospheres (atm), for 1 minute. Two supera stents were planned to be implanted. The first supera stent was implanted successfully. The second 5 x 60 mm supera self-expanding stent system (sess) was advanced. After the last step of the deployment, an attempt was made to remove the sess, but the stent did not release completed, and was caught on the sess. The sess and stent were retracted from the patient without resistance, and a new supera sess was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.